Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lightheadedness. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 10, 2024, and section h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device' sound abatement foam. The patient has alleged that the device was not turned on/device was not functioning and other thermal issue, lightheaded. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed black dust-like contamination on the ui panel and in the bottom enclosure, dust-like contamination on top of the blower box and the blower motor, black dust-like in the bottom of the enclosure. Potential mineral deposit spots on the bottom of the blower motor, indicating potential water ingress. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer is unable to address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.